Event description:
The customer reported a unit of red-tinged plasma that they believe was hemolyzed. The red tinge was discovered post-collection during component processing. There was not a transfusion recipient or patient involved at the time of the component processing, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: per the customer, lipemia may have prevented complete separation. The red blood cell (rbc) unit was returned for investigation and hemolysis confirmation. Upon visual inspection, there were no obvious signs of hemolysis in the rbc bag. Some of the tubing segments containing rbcs appeared slightly lighter in color. The unit had been sterile docked to another tubing (possibly from the rbc filter). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing. The returned disposable set rbc product was tested for hemolysis, with the understanding that the unit was not returned in a temperature controlled environment. The test results indicated a measurement of 1.14%, which under normal shipping conditions, is considered borderline. Historical test results have shown that non-temperature controlled rbc sample hemolysis test results tend to be much higher compared to temperature controlled samples. With this in mind, the above test results are not representative of the actual hemolysis percentage. A review of the lot for similar reports was carried out, none have been reported. The run data file (rdf) was analyzed for this event. The signals in the run data file showed no indication of hemolysis during the procedure. The trima accel system operated as intended. Root cause: a definitive root cause of the alleged hemolysis could not be determined. Considering the rdf analysis indicated that the trima accel system was operating correctly and the test results of the rbc unit which was not returned under environmentally controlled conditions, it is likely that the rbc unit contained less than 1% hemolysis.